Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, e1(initial reporter name), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A fse evaluated the device and found iab loop leak to be caused by a pim leak. The pim assembly was replaced to correct the issue. Following the repair, the device successfully passed the full pre-use inspection as well as all device passed all functional and safety tests per manufacturer specifications. The system has been verified to be operating within specifications and has been returned to the customer. The device is fully functional and ready for clinical use.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had "iab loop leak" alarm during pre-balloon testing. On-site inspection by engineers revealed that the pim test failed. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.